Manufacturer narrative:
The user facility reported to have replaced the graphical user interface (gui) printed circuit board (pcb) to resolve the reported issue. The covidien customer support engineer (cse) installed the current software revision to the customer installed pcb.(B)(4)

Event description:
Covidien received information of ventilator with display problems. No patient involvement was reported.